Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-calcified middle of left anterior descending artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for few seconds, the balloon ruptured. The device was completely removed from patient's body without any intervention. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-calcified middle of left anterior descending artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for few seconds, the balloon ruptured. The device was completely removed from patient's body without any intervention. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.:returned device consisted of a quantum maverick balloon catheter. The balloon was tightly folded and there was blood in the wire lumen. Analysis of the tip, balloon, hypotube, inner/outer shaft, and port weld/exit notch included microscopic and visual inspection. Inspection revealed damage to the inside of the port weld. Inspection of the rest of the device found no other damage or defect.